Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with aneurysms in the common iliac and internal iliac arteries on both sides that were treated with gore® excluder® aaa endoprostheses, gore® excluder® iliac branch (ibe) endoprostheses and a gore® viabahn® endoprosthesis. The gore® viabahn® endoprosthesis (pah081002) extended into the left internal iliac artery and was intentionally deployed in a section of the vessel that was reportedly 4mm. According to the gore® viabahn® endoprosthesis instructions for use, the recommended vessel diameter for a pah081002 is 6.6 ¿ 7.5mm. The procedure was completed with favorable results. Shortly after the procedure was completed, the internal iliac artery reportedly occluded. According to the physician no sequela to the patient occurred and no reintervention to treat the occlusion is planned.